Event description:
Chemo started at 1310pm was stopped next day at 0001am. This leak was noted 10hrs & 51 minutes after the hang. Remaining chemo left in the bag was 305ml. This leak was coming from the lowest connection hub/ y site port.